Event description:
Pt was hospitalized 05/03, reason for hospitalization is unknown. No further information. MFR device registration system reported pt expired per systematic update. The device was explanted and returned to the MFR for analysis.